Event description:
Portex tts #7 bivona cuff was twice filled with air rather than saline in surgery and ICU departments. On the second instance staff heard an audible leak and found a rupture in the cuff. Concerns: there are no lables or identifiable markings on tube to indicate that saline is required and product info inside of packaging notes instructions for saline use in small print halfway down thru the instructions. A defective or ruptured product leaking saline could create a life threatening situation. Dates of use #1 single use 2008. #2 single use 2008. Diagnosis or reason for use: respiratory failure. #2 nonfunctional trach. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.